Manufacturer narrative:
The reported event that u-blade set, ti gamma3® ø10.5x85mm was alleged of issue ¿ (implant revision / removal without implant breakage) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The occurrence of (avascular) necrosis is usually caused by decreased blood supply. It is primarily not associated with an implant device but is rather a result of disruption of blood supply. A correlation to the treatment (insertion procedure and / or fracture healing) cannot be excluded. However, the incidence of a necrosis is not directly contributed by an implant. Avascular necrosis is known in the medical science. It is discussed that unstable, dislocated fractures ¿ possibly due to technical failure at surgery ¿ may contribute to avascular necrosis. With available information the cause of the event was most likely based on the patient¿s condition and / or on surgical technique but not caused by a deficiency of the device. A review of the labeling did not indicate any abnormalities. The labelling also mentions ¿deep venous thrombosis & avascular necrosis¿ among possible adverse effects and that the ¿adverse results may be clinically related rather than device related.¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Rep reported that the surgeon revised a gamma nail to a rest mod tha with mdm. The patient received the gamma nail about 2 years ago for a femoral fracture, then developed avascular necrosis. Subsequent collapse of the femoral head has resulted in the lag screw protruding into the joint space requiring revision.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Hospital policy.

Event description:
Rep reported that the surgeon revised a gamma nail to a rest mod tha with mdm. The patient received the gamma nail about 2 years ago for a femoral fracture, then developed avascular necrosis. Subsequent collapse of the femoral head has resulted in the lag screw protruding into the joint space requiring revision.